Event description:
While using ethicon tlh 90, the staples did not completely meet. The result was blood loss that required clamping and suturing of the lung. 900cc blood loss. 2 units packed red blood cells given.